Manufacturer narrative:
Follow-up received on 23-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-aug-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 223 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented pain in the lower back and other non-serious complaints. She had surgery to have essure removed 4 years after essure insertion. Then, the complaints decreased significantly. This event is listed in the reference safety information for essure. Back pain may occur during essure use. In this case, limited information was provided. Nevertheless, considering events nature and the fact that the complaints were decreasing after removal (positive dechallenge), causal relationship between this event and essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be requested.

Manufacturer narrative:
This case was initially received via regulatory authority (health care inspectorate (igz) on 04-aug-2016. The most recent information was received on 05-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in the lower back") and device breakage ("the right essure splattered during extraction") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult insertion of essure on right side" in (B)(6)2011. The patient's concurrent conditions included infectious mononucleosis since 2014. In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced procedural pain ("painful insertion of essure on right side / cramps after insertion / pain after insertion"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during coitus"), fatigue ("severe tiredness"), arthralgia ("pain in joints"), pain in extremity ("painful calfs resulting in walking difficulties"), mood swings ("mood swings"), uterine polyp ("polyp in uterus") with menorrhagia and complication of device removal ("complication of device removal"). The patient was treated with surgery (first surgery to remove essure and second surgery to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the back pain, dyspareunia, fatigue, arthralgia, pain in extremity and mood swings was resolving, the device breakage and complication of device removal outcome was unknown and the procedural pain and uterine polyp had resolved. The reporter considered arthralgia, back pain, complication of device removal, device breakage, dyspareunia, fatigue, mood swings, pain in extremity, procedural pain and uterine polyp to be related to essure. The reporter commented: consumer had follow-up treatments and the xenobiotic material has been removed. This had to be done twice, because the first time the right essure was splattered during extraction (new event added). Due to the complaints she is obstructed in her normal daily functioning and she still suffers damage. Most recent follow-up information incorporated above includes: on 5-mar-2019: legal letter received from consumer. Meanwhile consumer had follow-up treatments and the xenobiotic material has been removed. This had to be done twice, because the first time the right essure was splattered during extraction (new event added). Due to the complaints she is obstructed in her normal daily functioning and she still suffers damage no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health care inspectorate (igz), reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in the lower back') and device breakage ('the right essure splattered during extraction') in a 39-year-old female patient who had essure (batch no. 731807) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult insertion of essure on right side" in (B)(6) 2011. The patient's concurrent conditions included infectious mononucleosis since 2014. In (B)(6) 2011, the patient experienced procedural pain ("painful insertion of essure on right side / cramps after insertion / pain after insertion"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during coitus"), uterine polyp ("polyp in uterus") with menorrhagia, fatigue ("severe tiredness"), arthralgia ("pain in joints"), pain in extremity ("painful calfs resulting in walking difficulties"), mood swings ("mood swings") and complication of device removal ("complication of device removal"). The patient was treated with surgery (first surgery to remove essure and second surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, dyspareunia, fatigue, arthralgia, pain in extremity and mood swings was resolving, the device breakage and complication of device removal outcome was unknown and the procedural pain and uterine polyp had resolved. The reporter considered arthralgia, back pain, complication of device removal, device breakage, dyspareunia, fatigue, mood swings, pain in extremity, procedural pain and uterine polyp to be related to essure. The reporter commented: consumer had follow-up treatments and the xenobiotic material has been removed. This had to be done twice, because the first time the right essure was splattered during extraction. Due to the complaints she is obstructed in her normal daily functioning and she still suffers damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: lawyer (new reporter) provided essure lot number. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health care inspectorate (igz), reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on 18-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in the lower back') and device breakage ('the right essure splattered during extraction') in a 39-year-old female patient who had essure (batch no. 731807) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult insertion of essure on right side" in (B)(6) 2011. The patient's medical history included infectious mononucleosis in 2014. In (B)(6) 2011, the patient experienced procedural pain ("painful insertion of essure on right side / cramps after insertion / pain after insertion"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during coitus"), uterine polyp ("polyp in uterus") with menorrhagia, fatigue ("severe tiredness"), arthralgia ("pain in joints"), pain in extremity ("painful calfs resulting in walking difficulties"), somnolence ("painful calfs resulting in walking difficulties"), mood swings ("mood swings") and complication of device removal ("complication of device removal"). The patient was treated with surgery (first surgery to remove essure and second surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, dyspareunia, fatigue, arthralgia, pain in extremity, somnolence and mood swings was resolving, the device breakage and complication of device removal outcome was unknown and the procedural pain and uterine polyp had resolved. The reporter considered arthralgia, back pain, complication of device removal, device breakage, dyspareunia, fatigue, mood swings, pain in extremity, procedural pain, somnolence and uterine polyp to be related to essure. The reporter commented: consumer had follow-up treatments and the xenobiotic material has been removed. This had to be done twice, because the first time the right essure was splattered during extraction. Due to the complaints she is obstructed in her normal daily functioning and she still suffers damage. Lot number: 731807, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) placed on (B)(6) 2011. According to reporter, insertion on the right side was difficult and painful. It should have taken half an hour, but finally took more than one hour. She experienced a lot of pain and cramps after insertion, which decreased in time. She experienced pain during coitus, which she did not experience prior to insertion. Therefore she visited her general practitioner after about one year; an internal examination did not reveal any abnormalities. The year before removal of the essure, she developed other complaints: severe tiredness, pain in joints and painful calf's resulting in walking difficulties. End of 2014 she had pfeiffer, but the complaints persisted afterwards. At that time, after removal of essure, fallopian tubes and a polyp in the uterus (which caused heavy menstruation) the complaints decreased significantly. According to her physician the pain in the lower back and joints, mood swings and tiredness are not the result of the polyp, but most probably caused by essure. She had surgery on (B)(6) 2015 to have the essure removed. Complaints had resolved for the most part. No further information is expected since there is no possibility for follow-up. Company causality comment: this case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented pain in the lower back and other non-serious complaints. She had surgery to have essure removed 4 years after essure insertion. Then, the complaints decreased significantly. This event is listed in the reference safety information for essure. Back pain may occur during essure use. In this case, limited information was provided. Nevertheless, considering events nature and the fact that the complaints were decreasing after removal (positive dechallenge), causal relationship between this event and essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. Further information cannot be requested.

Manufacturer narrative:
The below report was received by health authority health care inspectorate (igz) (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 06-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("pain in the lower back") and device breakage ("the right essure splattered during extraction") in a 39 year-old female patient who had essure inserted (lot no. 731807). Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("difficult insertion of essure on right side" in (B)(6) 2011) and complication of device removal ("complication of device removal"). The patient had a medical history of infectious mononucleosis in 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced procedural pain ("painful insertion of essure on right side / cramps after insertion / pain after insertion"). Essure was removed on (B)(6) 2015. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), dyspareunia ("pain during coitus"), heavy menstrual bleeding ("heavy menstruation"), uterine polyp ("polyp in uterus"), fatigue ("severe tiredness"), arthralgia ("pain in joints"), pain in extremity ("painful calfs resulting in walking difficulties"), gait disturbance ("painful calfs resulting in walking difficulties") and mood swings ("mood swings"). The patient was treated with surgery (first surgery to remove essure and second surgery to remove essure). At the time of the report, the back pain, dyspareunia, fatigue, arthralgia, pain in extremity, gait disturbance and mood swings were resolving and the procedural pain and uterine polyp had resolved. The outcome of device breakage was unknown. The reporter considered arthralgia, back pain, device breakage, dyspareunia, fatigue, gait disturbance, heavy menstrual bleeding, mood swings, pain in extremity, procedural pain and uterine polyp to be related to essure administration. The reporter commented: consumer had follow-up treatments and the xenobiotic material has been removed. This had to be done twice, because the first time the right essure was splattered during extraction. Due to the complaints she is obstructed in her normal daily functioning and she still suffers damage. Lot number: 731807. Manufacture date: 2010-04. Expiration date: 2013-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority health care inspectorate (igz) (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 31-jan-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("pain in the lower back") and device breakage ("the right essure splattered during extraction") in a 39 year-old female patient who had essure inserted (lot no. 731807). Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("difficult insertion of essure on right side" in (B)(6) 2011) and complication of device removal ("complication of device removal"). The patient had a medical history of infectious mononucleosis in 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced procedural pain ("painful insertion of essure on right side / cramps after insertion / pain after insertion"). An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), dyspareunia ("pain during coitus"), heavy menstrual bleeding ("heavy menstruation"), uterine polyp ("polyp in uterus"), fatigue ("severe tiredness"), arthralgia ("pain in joints"), pain in extremity ("painful calfs resulting in walking difficulties"), gait disturbance ("painful calfs resulting in walking difficulties") and mood swings ("mood swings"). The patient was treated with surgery (first surgery to remove essure and second surgery to remove essure). Essure was removed on 27(B)(6) 2015. At the time of the report, the back pain, dyspareunia, fatigue, arthralgia, pain in extremity, gait disturbance and mood swings were resolving and the procedural pain and uterine polyp had resolved. The outcome of device breakage was unknown. The reporter considered arthralgia, back pain, device breakage, dyspareunia, fatigue, gait disturbance, heavy menstrual bleeding, mood swings, pain in extremity, procedural pain and uterine polyp to be related to essure administration. The reporter commented: consumer had follow-up treatments and the xenobiotic material has been removed. This had to be done twice, because the first time the right essure was splattered during extraction. Due to the complaints she is obstructed in her normal daily functioning and she still suffers damage. Lot number: 731807, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: reporter lawyer added. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up 27-oct-2016: despite follow up attempts, no response was received from patient. No new clinical information was provided. (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-oct-2016 for the following meddra preferred term: back pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this potential legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented pain in the lower back and other non-serious complaints. She had surgery to have essure removed 4 years after essure insertion. Then, the complaints decreased significantly. This event is listed in the reference safety information for essure. Back pain may occur during essure use. In this case, limited information was provided. Nevertheless, considering events nature and the fact that the complaints were decreasing after removal (positive dechallenge), causal relationship between this event and essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained despite follow-up attempts.

Manufacturer narrative:
Follow up information received on 20-sep-2016 from a patient: in (B)(6) 2011 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She holds bayer liable for the damage caused. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this potential legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented pain in the lower back and other non-serious complaints. She had surgery to have essure removed 4 years after essure insertion. Then, the complaints decreased significantly. This event is listed in the reference safety information for essure. Back pain may occur during essure use. In this case, limited information was provided. Nevertheless, considering events nature and the fact that the complaints were decreasing after removal (positive dechallenge), causal relationship between this event and essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.